Manufacturer narrative:
H10: h3,h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection observed a rusted base and chassis. Functional evaluation revealed the unit does not function when activated. The complaint is confirmed and is associated with an electrical component failure. Factors that could have contributed to the reported event, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include an excessive tensile stress applied to the cable could have partially broken one or more signal wires prematurely causing non-functionally of the pedal. There may have been a loose cable connection between the returned device and the used controller, which could cause non-functionality of the device. Factors that could have contributed to the material deformation, include improper cleaning and sterilization methods.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the foot control had an alarm and an error message. No case involved. Therefore, there was no patient involved. Results of investigation have concluded that this unit does not function when activated which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.